Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during the one month post implant follow-up, this right ventricular (rv) lead exhibited high pacing thresholds. The patient is not pacemaker dependent and no pauses in pacing were observed. A revision procedure was performed and this rv lead was repositioned with good parameters. This rv lead remains in service. No additional adverse patient effects were reported.